Event description:
The procedure was performed at hospital. The event involved a lead extraction of an atrial pacing lead that was a right-sided implant. The physician used a 14fr. Sls for the extraction. The plan was to extract the pacing lead and reimplant a bi-v lead for the upgrade. The physician used the outer sheath with the laser sheath. There was a known occlusion at or about the lower svc-ra junction. He planned to use the laser catheter to extract and keep the channel open to send a wire down to advance the new lead. He was able to advance the laser sheath and outer sheath around the bend into the svc and was ablating near the occlusion when the outer sheath kinked in the svc. He was able to free the lead but as he released the pressure of the kink, the laser sheath moved in the svc and apparently tore the lateral wall of the svc. An atrial line was in place and blood pressure dropped dramatically and lost pulse. CT surgery was immediately called and was able to begin intervention within approximately 5 minutes but was not able to save the patient.

Manufacturer narrative:
This is an unusual event. Input from several spectranetics clinically experienced lead removal individuals indicate that they have never seen this type of event involving "whipping" or kinking of the sheath. The consensus of the group is that the event was related to user technique.